Event description:
The pt's past medical history included a previous cigar smoker, a denture wearer gout, hypertension and stroke. Co-suspect medication included fixodent. Concurrent medications included ginseng, saw palmetto, vitamin e,tizac, aspirin, indapamide, allopurinol and advil. The consumer has used poligrip (super pligrip original denture adhesive cream) paste for approx one year interchangeably along with using fixodent. This case was assessed as medically serious by gsk. Pt reported that in early 2004, when pt was still using the poligrip (super poligrip original denture adhesive cream) paste, pt experienced nausea, excessive vomiting,diarrhea and a poor appetitie for a few days and reported loosing about 26 pounds within five days. Pt went to the emergency room on their physician's advice and was lightheaded with a blood pressure of "113/40." Pt underwent a chest x-ray and abdominal x-rays and various blood tests, which were normal,and was diagnosed with the "flu and dehydration." Pt was treated with intravenous fluid and promethazine hydrochloride for nausea and released a few hours later. Their physician advised pt to increase fluid intake. Pt continues to use the poligrip (super poligrip original denture adhesive cream ) and fixodent products. All events resolved except for weight loss.